Event description:
It was reported that a clearlink secondary medication set did not infuse solution into a patient. The reporter stated that the secondary set was primed and attached to an unknown primary set and a sigma pump. The drug being infused was unknown. After the expected infusion duration, it was noticed that the drug bag was still full. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.